Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no ventricular capture was observed. The physician chose to reprogram the device and monitor the patient using merlin@home. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead had found insulation damage due to the explant procedure. An over torqued portion of the inner coil was found at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
The lead was explanted and replaced with good electrical measurements. The patient is in stable condition.